Event description:
The customer reported that their device would not boot up completely, after the power button was pressed. The customer reported that this failure occurred multiple times, on different patients, but did not affect the care of the patients. The device user was able to remove and reinsert the batteries and continue patient care.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and initially was unable to duplicate the reported failure. Physio replaced the system pcb assembly due to the reported intermittent failure and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed system pcb assembly in the failure analysis center and was able to verify the reported intermittent failure. Physio observed that the board would fail intermittently due to a failure of the single board computer assembly from the system pcb assembly.